Event description:
The surgeon reported that the iol had opacified. The lens was found to have opacified some time after he had performed a descemet's stripping endothelial keratoplasty (dsek) on (B)(6) 2008. The patient received a course of topical steroid drops in order to try and reduce or eliminate the degree of opacification, but this did not succeed.

Manufacturer narrative:
Manufacturing process records indicate normal manufacture and sterilization. No other complaints have been received against this lot. No further action was taken. This product is not distributed in the united states, but rayner is reporting this issue since the iol is manufactured from the same material and has the same intended use as the c-flex injectable lens approved by the FDA on may 3, 2007. The report of opacification cannot be confirmed without examination of the lens. The patient has decided not to exchange the lens. Slit lamp photos made available by the surgeon were examined by a rayner ophthalmic consultant, who concluded that the alleged opacification is within the pupillary area suggesting an agent was used at the time of the desk which may have produced this effect. (B)(4).